Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had failed to capture and the lead got damaged. The lead was not used, and a new lead was implanted. The patient was stable throughout.